Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly and do not encounter freeze or latencies. Review of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the screen freeze and became unresponsive during multiple interrogations.

Event description:
Reportedly, on (B)(6) 2025, the screen freeze and became unresponsive during multiple interrogations.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly and is able to interrogate device without freeze nor latencies. Review of the extracted files did not permit to find traces of freeze of the programmer. Multiple sessions (reply & brady wireless) occurred on 6th, 7th and 8th of october 2025 and ended correctly with no traces of freeze or battery removal. A communication error is visible during a reinterrogation on 6th of october, causing the failure of this interrogation, however the session was ended normally. No additional findings were available, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that the failed reinterrogation was perceived as the freeze by the user, or that a partial freeze of some graphic components inside the programmer module occurred. This case is retained and utilized for trend purposes.